Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one open sample with the needle detached from the thread and the thread is still wound on the pack. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of (B)(4) samples would be preferred because is the minimum number of units that is required by the (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Suture broken (detached from needle once opened).